Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, reservoir tube window cracked, case cracked at the reservoir tube window corner and stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 425mg/dl. Customer treated high blood glucose levels with a manual injection. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).